Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced mesh erosion, mesh exposure, mesh contraction, infection, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, pelvic pain, and/or recurrent urinary incontinence, has sustained permanent and catastrophic injury, undergone corrective surgery, and has experienced, and will continue to experience, significant physical pain.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the avaulta plus biosynthetic support system may include, but are not limited to those typically associated with surgically implantable materials, including:: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction, and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforation or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during introducing procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, rejection of biologic materials, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge). (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, rectocele/incomplete uterovaginal prolapse (prolapse), mesh exposure, mesh complication, leukocytes in urine, frequency of urination, urgency of urination (urinary urgency), mesh erosion (erosion), pelvic pain, recurrence of prolapse, frequency/urgency, vaginal bleeding, vaginal discharge, vaginal dryness, mesh densely/firmly bunched in vagina, vaginal pain/burning, discomfort, pain, urinary incontinence, abdominal pain, bladder infections (infection), mesh extrusion, unspecified disorders of urethra/urinary tract, vaginal drainage, nausea, nodular adenomyosis, atrophic endometrium, uterine serosa with focal adhesion (adhesion), hemorrhage, cervicitis (inflammation), fibrosis, high white blood cell count, low red blood cells/hemoglobin/hematocrit, blood in urine (hematuria), vaginal spotting, feels protrusion from vagina, over active bladder, palpable mesh, tenderness, urge incontinence, flatal incontinence, abdominal tenderness, and required nonsurgical and additional surgical interventions.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the avaulta plus¿ biosynthetic support system may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, rejection of biologic materials, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced post-menopausal bleeding, cervical polypectomy, fibroid, endocervical polyp, endocervical atrophy, atrophic vaginal changes, stage two uterine prolapse, stage two rectocele, stress urinary incontinence, tender and exposed mesh along anterior wall, mesh excision off anterior vaginal wall, total vaginal hysterectomy, uterosacral vaginal vault suspension and anterior posterior repair. Approximately 45 minutes was spent excising the mesh. The mesh was transected in the midline and dissected off the underlying bladder. Bilateral ureteral spill was also noted. After the partial removal surgery, she has leakage, low back pain, abdominal pressure, flank pain, and tried kegel exercises. She suffered psychologically and emotionally.